Event description:
Patient returned to room after surgery. The rn set up the bp machine and cuff for automatic bp readings. Equipment failed to take blood pressure. Materials management was notified. The blood pressure (bp) cuff found to be leaking at the point of tubing entry to the cuff.